Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: during operation with the screwdriver shaft with holding sleeve 03.114.009, including 03.114.010 lot 7010083 the screwdriver part 03.114.010 became deformed. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis there are no ncr documents in the DHR file. Subject manufacturing lot 7010083 passed all inspections and certification testing during manufacturing. Our investigation has shown that the returned screwdriver tip is indeed badly twisted. Unfortunately we are not able to determine the exact cause which has lead to this occurrence. It is possible that too much mechanical force had been applied during the screw insertion. We are aware of the fact that these are delicate instruments which require diligent handling. The measurable dimensions of the deformed screwdriver were checked as far as possible and found to be in compliance with the technical drawings and ao/asif specification. No product fault could be detected. (B)(4)